Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2011. According to the complainant, the patient experienced chronic pain, excessive bleeding, infection, dyspareunia, erosion, and/or destruction of vaginal tissue warranting the need for additional surgical intervention. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.